Event description:
It was reported that during a planned retrieval of a filter, a fractured limb was discovered. The location of the limb is unk. It was also determined that multiple legs were perforating the caval wall. The physician plans to consult further and will decide on a plan of action. The filter was originally placed at another facility for pe. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. No sample was returned for evaluation as it remains implanted. Based on the info received, the results are inconclusive and the root cause of the event is unk. It is unk whether pt or procedural factors contributed to this event. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.